Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sleeve the clips were not forming correctly. Possibly over a staple line. The procedure was completed with a like device with no patient consequences reported. No additional information.

Manufacturer narrative:
(B)(4).batch # t93d3h. Investigation summary: the analysis results found that the er420 device was received with no damage to the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the event reported. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.